Manufacturer narrative:
Patient information was requested but has not been provided. A medtronic representative went to the site to test the equipment. Navigational accuracy check showed a deviation of approximately 1.7 to 2.0 mm from point of reference, occurring when navigating from both right and left side o-arm trackers. Performed functional/ mechanical inspection of gantry. Observed damage of lower gantry covers caused from table collision. The cracked area is 2-3 inches, and does not impair functionality. Push-pull cable assembly is broken, and lying at the bottom of the gantry. Trackers are secure bilaterally, and functioning. Gantry, rotor, and door are functioning as expected. Push-pull cable assy ordered, and replaced per procedure. O-arm tracker geometry calibration and verification performed bilaterally per procedure. Calibration was successful, and subsequent accuracy verification showed accurate navigation on o-arm images from both trackers. System checkout complete and the system was returned to service.

Event description:
A medtronic representative reported that during a open multi-level spine fusion procedure the x-ray tech lowered the gantry down on to the foot rail of the jackson table causing a loud bang. This was before the 1st spin. After the bang and two attempts the site could not get accurate navigation. There was visible damage on lower gantry. The site used a different oarm to finish the procedure. The issue caused approximately 30min delay to case. No patient impact was reported.

Manufacturer narrative:
Patient identifier now provided. Patient sex now provided. Patient weight now provided.

Manufacturer narrative:
(B)(6).